Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2016-11797. It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A 30 mm watchman laa closure device & delivery system was inserted into the watchman access system. Criteria were met and the closure device was implanted. Throughout the procedure there were multiple transesophageal echocardiogram (tee) views captured to document pericardial fluid, nothing was observed during the procedure. A final sweep was performed to visualize the pericardial space; there was a trivial amount of fluid confirming that a pericardial effusion occurred. The patient was sent to post-operative care; however, the patient blood pressure began to drop. An echocardiogram was performed and showed moderate pericardial fluid was present. A pericardiocentesis was complete to drain the fluid. No further patient complications were reported and the patient's status is stable.